Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was not connected to case with broken wires. The root cause for the damaged receptacle was physical abuse. There was no adverse event that resulted from the damaged monitor.